Event description:
During knee arthroscopic procedure, the insulator tip of a meniscectomy electrode melted and bits of the insulation fell into the joint space. The knee joint was copiously irrigated until no debris was observed.